Manufacturer narrative:
Based on the claim against the product by the customer noting the instrument was rotated and exhibited uncontrolled motion, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The mega needle driver instrument was analyzed and the complaint regarding non intuitive motion was not confirmed by failure analysis. Failure analysis could not verify the external event. Visual inspection displayed no signs of physical damage. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests and moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument passed a suture needle handling test and successfully gripped and manipulated the suture in multiple backhand and forehand stitches. The instrument was fully functional. There was no problem detected. Issues related to instrument errors or complications using the instrument reported by the user with no underlying product issue may be related to customer-induced problems, including misuse of the product and recognition issues.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the mega needle driver instrument missed thread and was rotated while suturing the cervix. There was no report of fragment(s) falling inside the patient. The procedure was completed with a backup instrument of same kind. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no abnormality. The customer confirmed that the instrument jaw motion did not match the action intended by the surgeon. No fragment fell inside of the patient. There was no injury to the patient as result of the event. Photographic images of the device(s) or a video recording of the procedure were not available for isi review. Upon further follow up, the customer confirmed that the instrument exhibited uncontrolled motion. The needle rotated when they pushed it into tissue.

Manufacturer narrative:
Based on the claim against the product by the customer noting the instrument was rotated and exhibited uncontrolled motion, an investigation is in progress. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.